Event description:
The system was originally returned with no information and the atrial lead subsequently tested out of specification during manufacturer's analysis. Additional information was received that the patient developed thrombosis of his left subclavian vein subsequent to a scratch and cellulitis of his left forearm. The patient did well off and on, however, later developed ecchymosis around the pacemaker pocket, which ultimately culminated in erosion. The system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary: outer insulation breached (clavicle-rib crush); full lead returned. No anomalies found.